Event description:
It was reported that two er320's were used during a laparoscopic cholecystectomy. It was reported by the affiliate that one of the jaws of the stapler broke. There was no consequence to the pt.